Event description:
The customer reported that the insulin pump alarmed battery out limit after changing the battery. The blood glucose reading was 430mg/dl. Then the caller mentioned having a bad low glucose of 19mg/dl the night before and her husband called the paramedics. The customer stated that they gave her a bunch of stuff and went to bed. The caller stated that there was no damage to the drive support cap. Troubleshooting was declined as customer was going to call her doctor and explain the situation. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.